Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an 8mm amplatzer duct occluder was chosen for procedure. During the procedure, the user navigated the device through the 7fr mulluns delivery sheath and upon deployment the device presented with a cobra shaped deformation. The device was removed and the case was aborted. The patient was recommended for surgery. No additional information has been provided.

Manufacturer narrative:
The reported event of deformed deployment of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.